Event description:
During a radiofrequency ablation procedure to treat arrhythmia a intellanav mifi open-irrigated catheter was selected for use. It was reported that the catheter was fractured. The catheter was exchanged and the procedure was completed successfully with no patient complications.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The intellanav mifi oi catheter was received by boston scientific for analysis. Visual inspection noted that the irrigation extension tubing was found partially detached/separated from the luer fitting at the adhesive joint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
During a radiofrequency ablation procedure to treat arrhythmia a intellanav mifi open-irrigated catheter was selected for use. It was reported that the catheter was fractured. The catheter was exchanged and the procedure was completed successfully with no patient complications.